Event description:
It was reported that the subject device had all lamps flashing. The event had occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. Corrected field: h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp lighting failure due to igniter and converter malfunction. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure due to malfunction caused by a degraded turret motor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.